Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient felt a rip or tear near the implant when they sat down at the gym today, and the sensation immediately made them throw up. They noted that afterward, the ins would completely turn in the pocket and was sticking out. They stated it was painful at the ins site. It was recommended that they contact their healthcare provider.